Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the basal rate setting in the pump has been changing a couple of days after entering a new setting. The contact did not know if this impacted the customer's blood glucose level. The contact indicated that the pump settings were currently correct. The contact declined tandem technical support's offer to review the t:connect data in attempt to troubleshoot the setting issue. Additional information received from the contact indicated that there have been no further issues with the pump.